Event description:
It was reported that the patient had not felt stimulation since last week and had been running to the bathroom a lot since last week. No falls or trauma were reported. It was reported the patient had no concerns with their device. It was noted, the patient received assistance from their doctor on (B)(6). It was reported, the patient had a surgery scheduled for 2014 (B)(6) with their doctor.

Manufacturer narrative:
Product ID 3889-28, lot# v003775, implanted: 2006 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).